Event description:
According to the customer phone call, on (B)(6) 2025, they were using the shower stool in the shower, and the husband is "shaky on his feet and the stool collapsed and broke."

Manufacturer narrative:
According to the customer phone call, on (B)(6) 2025, they were using the shower stool in the shower, and the husband is "shaky on his feet and the stool collapsed and broke." The customer contact reported that he "hurt himself. He scraped his toes and hurt his shoulder, back, and knees and could not get up. He suffered gangrene on his toe from the scrape, and the fall made other health issues worse. He was hospitalized due to this and is in hospice care." No additional information was given from customer contact related to the injuries. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.